Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Visual inspection confirmed the reported damage to the injection site. The cause was determined to be that the customer had used a 16 gauge needle when the product specifies to use a 21-22 gauge needle. A labeling review was performed and the labeling was found to be accurate and sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an eva parenteral 500 ml bag had a hole in the injection site. This event was discovered prior to use, therefore there was no patient involvement. No additional information is available.